Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported leak could not be determined. A review of the lot history record revealed no non-conformances for the reported lot. Additionally, a review of the complaint history identified no other incidents for leaks from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: 10ml syringe, device is not returning. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 7 x 40 mm armada 35 balloon catheter, when pulling negative pressure, the syringe continued to pull air. The syringe and valve were replaced; however, the flow of air continued with the new syringe and valve. Another catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.